Event description:
Facility alleges blood leak during dialysis. 2nd use. Rn repports leak occurred at start of treatment. Estimated blood loss 100 cc. Pt restarted on new dialyzer without any further problem.